Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant downstream occlusion alarms were confirmed through review of the event history log, but were unable to be reproduced due to a constant unrelated error message. The unit was calibrated per baxter's service procedure.

Event description:
It was reported that a spectrum pump had constant downstream occlusion alarms during therapy in the "cedar 1" unit. It was also reported there was no patient injury.